Event description:
It was reported the device had a defibrillation test failure. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. The site sent a quote for a diagnostic review of the device. The customer did not act on the quote, and it expired. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was not evaluated by philips. The customer did not act upon a quote for actual device diagnostics. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer did not act on the quote, and it expired.